Manufacturer narrative:
(B)(4). This hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
New unity record created in order to update legacy complaint  number (B)(4). Litigation papers allege that the patient suffers from pain and the inability to walk. Doi: (B)(6) 2006 (unknown hip). Dor: no date as of yet. Resident of (B)(6). Update 11/12/2012 ¿ patient fact sheet was received, which identified part/lot, side revised, and birthdate information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. (Right hip).